Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the unit was giving out inaccurate readings. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient.